Event description:
The facility returned the device for service. During service, the baxter repair technician noted a defective air in line printed circuit board. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 27, 2007. The facility representative reported an infusion pump with failure code 810:04 after use. Evaluation summary: during product evaluation, the air in line printed circuit board (ail pcb) values were found to be out of specification. This out of specifictaion resulted in the manifestion of fail code 810:04. The ail pcb was recalibrated.